Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device needed adjusting; it was not working. It was reported they need to change batteries. No further information reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the troubles with the implant, stimulation being too high, lack of stimulation, and loss of therapeutic benefit was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported a loss or change in therapy. The patient she was having trouble with her implant. The patient clarified when she was on vacation she changed to a different because it was not working too well, it was not stopping her incontinence like it used to. The patient stated she does not know if she did something wrong or had it on too high, but she could not sleep on (B)(6) because of the pain. The patient stated she felt like she had cramps and her legs were bothering her. The patient confirmed the stimulation was too strong. The patient further stated she got up on (B)(6) and messed with the patient programmer. The patient confirmed she was on program 3 at 0.5 v. The patient changed to program 1 at 2.2 and stated she did not feel stimulation. The patient tried to increase stimulation on the call and saw the turn stimulation on screen. The patient turned stimulation and confirmed she was felt stimulation and it was comfortable. The patient stated the pain went away. The patient stated she was feeling uncomfortable form the stimulation being too strong and it went away. The patient stated she may be needed batteries because the patient programmer was not working, it was clarified the patient described the low patient programmer informational screen. The patient was able to bypass the screen. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.